Manufacturer narrative:
The suspect medical device reported in this MDR form was a duplicate report under MDR report number 3006630150-2025-03044 and should not have been reported on a 3500a MDR form.

Event description:
It was reported that the patient was hospitalized due to the stimulator protruding from the patients skin. The patient also experienced an inadequate stimulation, resulting in an overstimulating sensation and the physician believed that the ipg had migrated. The patient was able to flip the ipg inside his body which caused the wires to bind together. It was also reported that the patient is able to turn his therapy all the way up and he did not feel it at all. Difficulty aligning the charger after a fall was noted and there was also some swelling at the pocket site. The patient was hospitalized due to the amount of pain he was in. All components were explanted.

Event description:
It was reported that the patient was hospitalized due to the stimulator protruding from the patients skin. The patient also experienced an inadequate stimulation, resulting in an overstimulating sensation and the physician believed that the ipg had migrated. The patient was able to flip the ipg inside his body which caused the wires to bind together. It was also reported that the patient is able to turn his therapy all the way up and he did not feel it at all. Difficulty aligning the charger after a fall was noted and there was also some swelling at the pocket site. The patient was hospitalized due to the amount of pain he was in. All components were explanted.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.